Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had shortness of breath and fatigue. There were no changes to patient anticoagulation status that may have contributed. The patient was admitted from ((B)(6) 2025 with acute kidney injury and hypotension. Pump speed was increased to 6200 and outflow obstruction was ruled out via computed tomography (CT). This CT was done on (B)(6) 2025 and there was no evidence of onflow/obstruction. The speed was attempted to increase to 8000. On (B)(6) 2025 the left ventricle gram demonstrated no flow to the left ventricular assist device (lvad). Thrombus was noted in the lvad by the surgeon in the operating room. The patient was currently home and stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with low flows and heart failure symptoms. The patient was taken to the operating room for an urgent heartmate 3 exchange. The inflow cannula showed a pannus like formation and was narrowing towards the inlet of the pump. The pump was replaced. The customer was requesting expedited pump analysis. Inotropes were initiated.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed a developed deposition within the inflow cannula which would have contributed to the reported low flow alarms. (B)(6) was returned assembled with the pump cable severed approximately 5¿ from the pump header. The remainder of the pump cable, modular cable, outflow graft, and outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return, and the apical cuff was not returned with the device. Examination of the inflow cannula revealed a red, ring-shaped deposition at the distal end. The deposition was adhered to the textured surface and was moderately occlusive of the blood flow path. The shape and structure of the deposition suggested that it developed within the distal end of the inflow cannula over an undetermined amount of time. Although the duration of time for which the deposition was present in the inflow cannula cannot be conclusively determined, it appeared to be occlusive of the blood flow path and would have likely contributed to the reported low flows. The inflow cannula deposition was sent for histopathology analysis. The distal inflow cannula deposition was found to be a circumferential, partially obstructive region of mostly acellular, proteinaceous material that is consistent with pseudontima plaque. This proteinaceous material was found to not be undergoing remodeling due to the lack of connection with the vascularized tissue. There was no evidence of active mural thrombosis activity. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no other evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) log files were retrieved from the device and captured decreases in flow consistent with the reported events, and the finding of an occlusive deposition within the inflow cannula. (B)(6) was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including pump thrombosis, and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses pump parameters. Section 4 of the IFU, "heartmate touch¿ communication system", describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction to section d4 and h4 - updated the product information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.